Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to moisture damage on sensor resistor. Unable to test for bubble, perform excessive no delivery test and occlusion test due to prime/fill anomaly. Cracked case at display window corners noted. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they found large air bubbles in the reservoir compartment. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.